Event description:
Healthcare professional reported right side capsular contracture baker grade IV with rupture. Device was explanted and replaced. A "near-total capsulectomy" was performed.

Manufacturer narrative:
Clarification to d6a implant date: partial date 2004. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.